Event description:
Litigation papers allege that the patient began to experience pain, extremely elevated metal ion levels, popping and grinding in both hips, difficulty walking, extreme fatigue and hypothyroidism after implantation of asr hip implants in both hips. The cobalt toxicity resulted in cobalt cardiomyopathy, which was the proximate cause of patients recent heart transplant performed on (B)(6) 2011. It was also reported that revision of right hip is anticipated approximately three months after revision of left hip scheduled for (B)(6) 2012.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.this is a duplicate report of 1818910-2012-22972. This report, 1818910-2012-76587, will be kept for investigation purposes.

Event description:
Update rec'd 4/15/2014 - ppd with medical records received. Patient's right side was revised on (B)(6) 2014 to address deteriorating range of motion, progressive deformity and lucency of the acetabulum in a CT scan. Upon revision, acetabular loosening was confirmed. The information received does not change the MDR decision. This complaint was updated on: 05/12/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.